Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were brought to the emergency room by the paramedics on (B)(6) 2021 due to low blood glucose level. Customer¿s blood glucose level was 13mg/dl. Current blood glucose level of customer was 134 mg/dl. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was unknown that whether the auto mode feature was active at the time of incident. Customer was unconscious. Customer was treated with food. Troubleshooting was performed the insulin pump will not be returned for analysis.